Manufacturer narrative:
The service rep checked system. Kv tracking and dose output are correct. The rep sent images to tech support for evaluation.

Event description:
The customer reported the system has image quality issues. No patient injury.